Event description:
It was reported that the customer experienced a past blood glucose (bg) level over 1000 mg/dl with ketones (size unknown); cause was unknown. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous saline and insulin and released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.